Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 2 years to 3 months remaining in a span of 8 months. Data was sent for engineering analysis. This device remains in service. No adverse patient effects were reported.